Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic sleeve gastrectomy, on the first firing, the stapler partially fired and then a snapping noise heard as if the tissue was too thick for the reload. Another handle and reload were used to complete the case. There was no patient injury.